Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedance measurements. The patient recently underwent a device change out procedure and this lead remained in service. Approximately a week after the device change out, loss of capture was observed and high out of range impedance measurements were observed in bipolar. The lead was tested in unipolar with acceptable measurements. No adverse patient effects were reported.

Manufacturer narrative:
The lead was left in unipolar configuration and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The proximal portion of the lead was returned, severed 9 centimeters (cm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating the patient later expired. No further complications were noted while the lead remained implanted.